Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * are there photos available for analysis? * could you please provide more details about the labeling information that is missing? * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2026 and suture was used.we have received a sutures box without the mandatory labeling information. There is only the UDI code which corresponds to ref: w9113 ( vicril CT vio 75cm m1.5 ), lot: xmbcmgg0. No adverse patient consequences were reported. Additional information was requested.